Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that the left arrow button was responding intermittently. Customer's blood glucose was unknown. Insulin pump will be replaced.

Manufacturer narrative:
Intermittent button response on the back button due to moisture damaged on keypad traces. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, cracked case on battery tube area, cracked battery tube threads, slightly peeling off keypad overlay and faded serial number label.